Event description:
A paramedic called to report that the customer passed out for possible low bgs while they were in a store. At the time of call the paramedic did not check the bgs. The customer was incoherent and the paramedic indicated that the customer was going in and out of consciousness. The customer was taken to the hospital.